Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31413028l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure was completed, the blood pressure dropped when thermocool smarttouch sf (stsf) catheter was removed. Pericardial effusion was confirmed by echocardiography, so drainage was performed. There were no errors. No evidence of steam pop. Ablation was performed prior to noting the pericardial effusion. Patient improved and did not require extended hospitalization. The physician's opinion on the cause of the adverse event is the procedure. The physician thought that when the right ventricle (rv) catheter (non-bwi catheter) was inserted, perforation occurred, and after the procedure, when the catheter was removed, blood leaked out and the blood pressure dropped. Although the physician believes the event was caused by perforation of the competitor's rv catheter, the perforation was not surgically confirmed, nor confirmed with imaging. Additionally, ablation occurred prior to the adverse event and was noticed when stsf was removed. Therefore, this event is being reported conservatively against the ablation catheter.